Manufacturer narrative:
Date of event was estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. A patient's ipg is not working was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.

Event description:
Surgery took and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.